Manufacturer narrative:
The reported issue was confirmed during on-site investigation by the field service engineer (fse). The fse found that the dc/dc & battery control printed circuit board was damaged due to liquid contamination. The pcb were not further investigated since ingress of liquid substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. Dc/dc & battery control includes routing of nebulizer signals to/from control printed circuit board, and ethernet/usb signals to the panel printed circuit board. The pc 2025 battery back-plane is connected to pc 2028 dc/dc & battery control, via the pc 2026 battery extension board. A secondary temperature sensor on the dc/dc & battery control regulates the main fan and the o2 evacuation fan. A visual inspection confirms the reported liquid spill problem. Most probable cause to the contamination of medication liquid from IV line. Circumstances about the source of the liquid are unknown, but are considered as accidental damage.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
During the inspection it was revealed that ventilator was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).